Event description:
The patient reported that the display of her infusion device was incomplete. She also reported experiencing erratic blood glucose levels ranging from 14-20 mmol/l (252-360 mg/dl) for approximately 2-3 weeks in the morning and in the afternoon. She treated elevated blood glucose by bolusing through the infusion device or by injecting insulin via syringe. Her normal blood glucose level is 4-6 mmol/l (72-108 mg/dl). She switched to her backup infusion device, but she continues to experience elevated blood glucose sometimes in the afternoon. She has been taking an antibiotic for 3 days. She does not believe erratic blood glucose is associated with the infusion device. She stated that she will adjust the basal rate. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.